Event description:
Through implant patient registry and investigation, it was learned a patient with a 21mm 11500a aortic valve implanted two (2) years, five months, underwent valve-in-valve procedure due to calcification, critical symptomatic aortic stenosis, mild to moderate regurgitation. Tavr was performed with a 23mm 9755rsl valve. Patient was transferred to the pacu recovery room in stable hemodynamic condition.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including elevated cholesterol.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned a patient with a 21mm 11500a aortic valve implanted two (2) years, five (5) months, underwent valve-in-valve procedure due to unknown reasons. Tavr was performed with a 23mm 9755rsl transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.